Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported issue. The fse tested the unit and no failure occurred. The fse opted to replace the 5000 hour preventative maintenance kit (including rebuilding the compressor) as a preventative measure. A full calibration and functional check has been performed per the factory calibration procedures. The iabp unit has been returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) emitted a low vacuum alarm. No patient harm, serious injury or adverse event was reported.